Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via website several issues with device. The customer's blood glucose was unknown. The following issues were reported missing piece around the top of reservoir, cosmetic damage at the front of battery area, new batteries being rejected and failed battery tests, loading dock shoots out insulin, rewind takes more than one attempt to complete, unexplained no delivery, and priming anomaly. Customer was unable to be reached in order to perform trouble shooting. The insulin pump will not be returned for analysis.